Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel cleaning brush could not inserted well due to blockage of the channel-tube. The device evaluation also found angulation in the up direction was out of standard, the gap of the up/down knob was out of standards, the adhesive part of the bending rubber cover was broken, the insulation resistance at the tip was out of standards, liquid leaks due to the crumpled part of the distal-end, the screen was partially dark due to a scratch on the charged coupled device lens, there was a crease on the charged coupled device lens, the light guide lens was broken, there was a crumple at the connecting tube, there was a crumple at the universal cord, the lever was worn, and the protector was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had foreign material in the channel. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.